Event description:
Pt was referred for atrial lead extraction and revision due to MFR's recall. Generator pocket was opened and the leads freed from fibrous tissue down to the subclavian vein. The generator was disconnected from the leads and removed. The atrial lead was removed without complication. New atrial and ventricular leads were inserted and a new generator positioned into the pre-existing pocket. No problems were encountered during the procedure.